Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen and battery compartment crack. This report is made based on results of the investigation performed on 03/26/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2015 with the following findings: a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).